Event description:
The customer reported the latron control failed on the unicel dxh 800 coulter cellular analysis system. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Additional information: pinch valve vl201 was returned to beckman coulter for evaluation and testing of the returned part was unable to recreate the failure. No issues were noted with the returned pinch valve vl201.

Manufacturer narrative:
The fse confirmed the sample line popped off vl201 causing the issue. The fse found debris in vl201 causing the tubing to pop off. The fse replaced vl201 and the sample line resolving the issue. The fse returned vl201 for investigation; pending analysis. An update may be submitted if new information relevant to the event is found. (B)(4).